Event description:
A customer contacted beckman coulter inc. (Bci) in regards to total beta human chorionic gonadotropin 2 (tbhcg2) result of >1000 miu/ml was modified by the dl2000 data management to 0.0 miu/ml. The result was reported out of the laboratory. The medical staff questioned the result upon receipt. The lab reviewed the results and reported the dil-hcg2 (dilute hcg) result of 13573 miu/ml. Patient treatment was not impacted by this event.

Manufacturer narrative:
The customer had a rule to convert results lower than the lower linearity of the assay to 0.00 miu/ml. The information was forwarded to the vendor. The vendor verified the issue to be syntax error and provided the correct configuration of the rule. The root cause for this event was an incorrectly configured rule.